Manufacturer narrative:
It was reported that the 25g hypo needle broke will injecting the patient. This did not occur during pt use. There were no reports of death, serious injury, medical intervention, or follow up care. Due diligence has been completed and no additional details are available despite good faith efforts. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The 25g hypo needle broke while injecting the patient.